Manufacturer narrative:
The unit was returned to the service center and the reported condition that the unit was not infusing accurately could not be duplicated. The unit was powered up on battery and ac power was connected and unit was observed to charge. Average rotor cycle time measured 8.43 seconds using a stopwatch. The unit fed 64.6 ml of water by weight in 30 minutes. Both readings are within specification. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is not infusing accurately and was underfeeding. There was no patient harm or medical intervention required.